Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and rupture. Healthcare professional later reported the baker grade of the capsular contracture is iii. The device has been explanted and replaced.